Event description:
It was reported that the patient's pacemaker was found to be in backup vvi mode. The pacemaker was explanted and replaced. The patient experienced no consequences.

Manufacturer narrative:
Further information was requested but not received.